Event description:
The patient presented to the clinic having experienced dizziness. The device was interrogated, episodes of noise which resulted in oversensing and pacing-inhibition were noted on the right ventricular (rv) lead. Additionally, increased capture threshold and decreased impedance were observed. Provocative testing was performed and the lead noise was reproduced. The patient was admitted to the hospital and the event was resolved by explanting and replacing the rv lead. The patient was stable and will continue to be monitored.